Event description:
Lipids were found by the nurse to be leaking from the bottom of the IV pump. Closer inspection revealed the tubing was broken just below the infusion pump clamp that is inserted in the IV "pump." Due to the risk of infection the infusion was stopped.====================== health professional's impression======================product failure